Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) via the manufacturers' representative (rep) reported that the patient was experiencing pain at the pocket site. The hcp was moving the battery to a different location. It was unknown what led to the event and the issue had not resolved at the time of the report. Additional information from the rep reported that it was not determined why she was having pain. The revision was completed on (B)(6) 2015. The patient was indicated for gastric stimulation and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.